Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-09746 - device 2 of 3. E1: patient city: (B)(6), patient country: canada.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient was subsequently hospitalized due to infusion set's bent cannula event. The patient presented to the hospital on (B)(6) 2025, with a high blood glucose level of 26.4 mmol/l. Patient had diabetic ketoacidosis. Patient was treated with insulin. The patient was hospitalized greater than 24 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.